Event description:
A surgeon reported that three-four weeks after an intraocular lens (iol) implant surgery, it was observed a proliferation of cells (fibrin like formation) on the anterior surface of the iol. The cells proliferation was observed throughout the 360 degrees of the iol, continuous to the capsulorrhexis edge growing towards the center of the iol. The cells covered almost 50% of the anterior surface of the iol in the left eye (os). No intraocular inflammation was observed in the anterior chamber. An unplanned yag laser treatment was performed because the cells proliferation was getting worse and was moving towards the center of the iol. The cells proliferation did not cause a reduction of best corrected visual acuity (bcva) of the patient. However, the surgeon felt that if the spread of the cells continued, the vision could have been affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).